Event description:
Follow-up from the provider indicated impedance at every check was normal.

Event description:
Explanted device were received by the manufacturer after explant due to an infection (reported in MFR report# 1644487-2017-04577). After analysis, review of the downloaded data from the generator indicated a change in impedance occurred after explant which indicated high impedance may have been present on the device while implanted in the patient. Analysis was completed for the returned lead. Pitting was noted in the vicinity of the positive coil cut end of the returned lead portion. Scanning electron microscopy images of the positive coil show that electro-etching conditions have occurred on the coils wires. No other anomalies were identified in the returned lead portion. Review of the manufacturing records confirmed the device met specifications prior to distribution. Additional relevant information has not been received to-date.